Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 that the patient was having serious pain in the left flank, starting at the pump site and radiating to the stomach and continuing all around to the left ribs. The pump was ¿hitting¿ the patient¿s hips and ribs throughout the day. The pump site felt like something was ¿pulling hard at the pump site.¿ the patient¿s healthcare professional (hcp) had ordered an MRI (magnetic resonance imaging) but it was not yet performed. The patient had been in very serious pain and the pump seemed to move around in the patient¿s left flank a lot more than their first pump. It was inquired if a 60 lb. Weight loss cause the pain and the pump to move too much within the cavity. It was stated the patient has bent over and ¿literally the pump has turned 140 to 180 degrees.¿ it was also stated that the hcp was hoping it wasn¿t a granuloma. No further complications were reported or anticipated.